Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information states: all product complaints are separate occurrences. There is an overlap in lot numbers as we have delivered several of the same screwdriver to different sets (loan and consignment sets). All complaints relate to the same item number. As some items are returned from loansets, we cannot determine where the defect occurred, only when it was noticed. The failure could have occurred several cycles before the notification. Also if it is premature wear, the instrument deteriorates during multiple consecutive usages. Descriptions are similar as the item is used the same way and defects are noticed during the same stage of the procedure: final tightening with torque handle.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot ==> a review of the receiving inspection (ri) for viper prime set scrw insert was conducted identifying that lot number mf4503909 released in three batches. ¿ batch1: lot qty of 17 units were released (B)(6) 2022 with no discrepancies. ¿ batch2: lot qty of 44 units were released (B)(6) 2022 with no discrepancies. ¿ batch3: lot qty of 55 units were released (B)(6) 2022 with no discrepancies. Supplier: metal craft machine & engineering as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review ==> the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mis degenerative case, during insertion of the viper prime set screw the surgeon noticed that the locking cap screwdriver did not engage properly in the set screw when applying force. The tip of both set screwdrivers on the set were stripped preventing the application of final torque with this instrument. The procedure was completed using an alternative screwdriver from the set, so the construct was locked with the correct torque. The tip of this screwdriver also shows signs of early wear there was no consequence or impact to the patient, and the surgery was not delayed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.